Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16224, 2017865-2019-16226. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute respiratory failure, (B)(6) bacteremia with sepsis, and immunosuppression from chronic large granular lymphocytic leukemia. No additional information was reported.

Event description:
Additional information received noted the following additional patient symptoms anxiety, appetite loss, confusion, dysphasia, dyspnea, impaired mobility, incontinence of bowel and bladder function, weakness, fatigue, and signs and symptoms of imminent death.

Manufacturer narrative:
The reported event was patient death and infection. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages found which are consistent with procedural damage.